Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. After implanting the system and using it for nearly a full year, the implanted leads migrated away from the initial location at the cluneal nerve and the patient elected to remove the system rather than reposition the leads. A full system explant was performed on (B)(6) 2025 per the patient's request.

Manufacturer narrative:
The patient had a pre-existing scoliosis and it is thought that the patient's condition affected the lead stability and is a direct factor in movement of the implanted components. Lead migration is a known risk of the nalu neuromodulation system, however the patient's pre-existing and evolving condition appears to play a significant role in this case.